Event description:
During the procedure, after the needle had been flushed, the physician was unable to pass the guidewire through. Physician did not want to force the guidewire and decided to drop another needle.